Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with close to 500 units of insulin. The customer reported blood glucose level was "okay". Tandem technical support recommend the customer fill the cartridge with 480 units of insulin per labeling instructions. The customer declined to reload the current cartridge and will continue to monitor the insulin gauge.